Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false air in line alarm was not reproduced. A review of the event history log revealed multiple "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a false air in line message during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.